Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bite if off, gave them a lisp and they spit when they speak because of the aligner treatment. They were evaluated by their dentist and was recommended by their dentist 8-9 months of therapy in order to correct tooth rotations; utilizing bonded engagers; and mid-line deviation, as well as idealizing the occlusal plane, anterior and canine guidance for proper function. Patient has stopped byte aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.